Event description:
It was reported by the rep the device was used during a colostomy closure. It was reported while applying clips with mcl20, the surgeon had numerous clips malformed during the procedure. The clips would scissor and not form completely (tear drop shape) even though surgeon was full closing the device. A new device was opened and the procedure was successfully completed. The device was not saved. There was no consequence to the pt.